Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 600 mg/dl at the time of incident. The customer's current blood glucose is 321 mg/dl, 320 mg/dl. The customer was treated with intravenous fluid and pens in the hospital. Customer experienced symptoms such as nausea, vomiting, blurred vision, headache. Based on customer report customer did not allege the insulin pump was under delivering. The customer stated that the drive support cap appears to be normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.